Manufacturer narrative:
The device nor data logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the bleed, clinical details noted that patient was administered protamine due to bleeding. The cause of the injury was not determined due to insufficient clinical details. High purge pressure: clinical details noted that high purge pressure occurred about a half hour after implantation, after patient was given protamine due to bleeding. No tissue plasminogen activator (tpaz0 was given and heparin was not added to purge. High purge pressures resolved on its own a few hours later. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a high purge pressure alarm and bleeding from the access site. The pump alarm resolved without intervention. The patient was treated with protamine, coagulants, blood transfusions, and additional sutures to obtain hemostasis. Impella support continues.